Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was unable to establish bluetooth telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.